Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old female who underwent breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was confirmed through mammography. As a result, an explant is scheduled for (B)(6) 2022.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 10, 2022. Additional information was received on october 19, 2022. The device, originally thought to be ruptured, was explanted intact. The patient had experienced lateral migration of and pain in the right breast rather than rupture. The investigation of the returned device was completed by the failure analysis lab on october 25, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that a bubble was observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 28, 2022. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).